Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. No intervention was performed and the patient was in stable condition.

Event description:
New information received notes the rv lead was capped and replaced on 22 nov 2023.the patient was in stable condition throughout the procedure.